Event description:
It was reported that the device worked only for five minutes. There was no patient injury. This report is being filed for the findings upon investigation. Additional information was requested, but no additional information was available.

Manufacturer narrative:
Final device investigation found that the device was returned with the jaw jammed shut and almost fully closed. The blade was not retracted and was stuck, but was fully contained within the jaws. It had not been reported if the jaws were stuck on tissue. Upon evaluation, the handle was able to operate freely, lock and unlock, but the jaw remained jammed. The device could not be function tested due to its condition. The device history record was reviewed and no discrepancies were noted. The instructions of use state "do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient" and "care should be taken to verify the jaws are fully closes...prior to engaging the cutting blade as this may damage the device."